Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The event history log review was performed and revealed manual drains resulting in large negative patient volume. Review of the logs revealed a drain amount larger than the fill volume of 2700ml. The patient selected the manual drain mode and drained 5339 ml. Review of the therapy settings revealed the patient has a last fill of 1700ml and the initial drain setting is set to 0ml. The patient received a fill volume of 2700 ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be due to a use error of an inappropriately programmed initial drain alarm setting as the I-drain alarm setting was set lower than expected (0ml). The patient at-home guide states in 9.2.6 "review or adjust the I-drain time setting if you change your last fill volume or if you perform a manual exchange (capd) during the day." And in 8-11 "contact your dialysis center for recommendations regarding setting you initial drain alarm whenever you change you last fill volume." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced feeling full and uncomfortable during dwell 1 of 4. The patient was connected to the homechoice device at the time of the events. The last fill volume was 1700ml, initial drain alarm of 0ml, verified initial drain of 0ml, drain volume in initial drain of 42ml, total fill of 2714ml, and total drain of 5339ml. Renal therapy services (rts) assisted the patient to manually drain and disconnect. The patient reported the manual drain alleviated all symptoms. It was reported five days later, the patient experienced pain on the side of the abdomen, their diaphragm was hurting, and also had trouble breathing (no further details provided). Treatment for the events was not reported. The patient reported the following day all the symptoms were ended, and the patient was recovered from the events. No additional information is available.